Manufacturer narrative:
Although multiple f/u requests were made, no add'l info was made available. The actual devices were not made available to the MFR to be evaluated. Although no inventory remains of the reported lot, the house retain samples for the reported lot were physically pressure tested for leakage and subjected to a pull test at the bonded joints per specification. All samples passed the pressure test and exceeded the minimum joint separation design specification, passing the joint integrity test. Additionally, 20 samples from an unreported lot of current inventory were also physically pressure tested for leakage and subjected to a pull test at the bonded joints per specification. All samples passed the pressure test and exceeded the minimum joint separation design specification, passing the joint integrity test. The house retain samples for the reported lot and the 20 samples from a current lot of inventory passed all physical testing per quality specification and the reported leakage could not be duplicated. W/o the actual sample to evaluate, no specific conclusions can be drawn. A device record history was performed for the reported lot with no non-conformances noted. There are no other reports of this nature against the reported catalog number or the reported lot number. We continuously monitor product incident reports to identify trends which might affect our products. No adverse trends have been identified with the reported product.

Event description:
As reported by the user facility: huber leaking where needle goes into the hub while infusing chemotherapy. No injury. No sample available. Add'l f/u info was not provided by the facility after several attempts were made requesting add'l info.